Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection at implant site and subsequently underwent revision surgery to exchange abutment (date not reported).